Event description:
In 2008, the pt reported that while priming her infusion set she noticed insulin leaking from the luer lock. She stated that she saw a small amount of insulin pooled between the adapter and the luer lock. She stated that both the adapter and luer connections seemed to be loose. She stated that the adapter was a "few" weeks old. The pt was advised to attach a new infusion tubing, and she was able to prime successfully. No insulin leaked from the new infusion tubing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.